Event description:
Customer reported that she had to change the infusion set and reservoir multiple times and her blood glucose was rising. Customer stated that she has 2 questionable lots of reservoirs and one of infusion sets. Customer stated that she did not have bent cannulas and did not received any alarms. Customer stated her blood glucose was probably 400 mg/dl. Customer had to treat with manual injection and was able to get her blood glucose to go down. Customer declined to troubleshoot as the issue was resolved by a set change and the injection. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.